Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. Subsequent information revealed that the device was discarded. A failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based of the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the device failed to deploy correctly. A second, third and fourth device were used with the same results. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional 3 perclose proglide devices are being filed under separate medwatch MFR numbers.